Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Interrogation of the device with a programmer confirmed that the shock electrogram (egm) was flat. The device case was opened. An external power supply was connected to the device and the electrical current was monitored and found to be within specifications. Electrical testing and analysis were then conducted, which isolated the cause of the flat emgs to an anomaly in a mixed mode integrated circuit. Laboratory analysis confirmed the reported observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), upon connecting the ICD to the implantable defibrillation lead and testing with a programmer, the shock electrogram (egm) was flat at every gain setting. All lead diagnostics were observed to be stable and within normal limits. Another programmer was used, however, the shock egm remained flat. The device was removed and a new device was connected to the lead and tested with the programmer and a appropriate shock egm was observed. This ICD was attempted, but not implanted. No adverse patient effects were reported.

Event description:
--